Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer recently had an infusion set that was not working properly. Blood glucose level at the time of the incident was 527 mg/dl, which was treated with a manual injection. The caller reported that the infusion set was also changed and that the customer's blood glucose level came down within a few hours. The caller declined troubleshooting. The insulin pump was not replaced or returned for analysis.